Event description:
The pt reportedly experienced no sound perception. The pt had a change in impedances. Program changes were attempted. Device testing revealed that the device was functioning within normal limits. The pt's device was explanted. The surgeon found during the explant surgery that the pt's facial nerve was completely exposed and swollen and that there was pus in the mastoid and facial recess. There was no cholesteatoma. The surgeon counseled the pt's parents that he will not reimplant the ipsilateral ear. The pt woke up with facial paralysis that resolved the following day. The pt is being monitored.